Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies were found. It was noted that the helix was distorted/bent.

Event description:
It was reported that during the implant procedure, the lead was attempted, but not used due to high impedance and possible helix fracture. No patient complications have been reported as a result of this event.